Event description:
Boston scientific crm received information that several days after the implantation of this right ventricular defibrillation lead, the patient felt twitching. The associated device was interrogated and it was discovered that the amplitudes had decreased significantly on this lead. In addition, there was oversensing noted after each atrial pace. An x-ray was performed and revealed that the lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The (B)(4) device was received with no visual non-conformances and with two reloads present. Reload b was received unfired and with the one-piece sled damaged and detached. One possible cause for this type of damage may be improper loading of the cartridge. If the cartridge reload is not fully seated when the device is closed, the sled will break. When inserting the cartridge, slide it against the bottom of the cartridge jaw until the cartridge reload alignment tab stops in the cartridge reload alignment slot. Snap the cartridge reload securely in place. The device is now loaded and ready for use. Reload c was received partially fired 1/10, it is possible that while loading the cartridge reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The device was tested for functionality with the returned reload c by resetting and loading it into the device and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the cartridge pan was noted to be attached correctly into the two returned reloads.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during a video assisted thoracic surgery-lobectomy procedure, after the new gun with the new reload was performed on the pulmonary vein, the doctor found that the firing trigger completely could not be fired on the pulmonary vein. Then the nurse returned to the first reload and to load with the second reload in the gun, but at the same time the nurse found that the reload`s blue piece, the component of cartridge, was left in the jaw and could not be used. Another like device was used to complete the procedure. There were no adverse consequences for the patient.